Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports having readings with his latitude meter that are not consistent with the way he feels. Compared his readings to an old meter. Analysis run on clark error grid using competitive reading (43) as ref. Point vs bd readings (118) yielded data points in the d range of the grid, outside of acceptable limits.